Manufacturer narrative:
The device, used in treatment, was returned for evaluation. The clinical/medical team concluded, this case reports the rotating component on the offset impactor broke in half during impaction. A photo of the device confirms the device broke into two pieces. Per complaint details, there was no patient injury, and the procedure was completed with a backup device and less than 30-minute delay. Since no patient harm is alleged, no further clinical assessment is warranted at this time. A visual inspection confirmed the inner rotating component of the r3 offset impactor is broken in half. The device shows significant signs of wear/usage. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A review of complaint history for the listed part revealed no prior complaints for the listed batch. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. This is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.

Event description:
It was reported that during a total hip arthroplasty the offset impactor broke while being impacted in the patient. The rotating component broke in half. There was a delay reported of less than or equal to 30 minutes. The procedure was finished using a smith and nephew backup device.